Manufacturer narrative:
No product has been returned for investigation. Breg has reviewed internal complaint files and found no record of this incident previously being reported. Breg has not received any other reports for this type of incident for this product.

Event description:
Breg received notification through FDA's medwatch program of a patient reporting the inflatable air bladders in the genesis full shell walker being "..too small to support the ankle" resulting in the bladders pressing painfully on the shin and not providing adequate stability when wearing the walker.